Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is partially deployed 6mm from the distal end of the sheath. There is a kink to the sheath 69cm from the nosecone. The lock is no longer attached to the pull rack. The handle for the lock appears to have been broken off and is missing. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.

Event description:
Reportable based on device analysis completed on 17-feb-2021. It was reported that safety lock was broken. The target lesion was located in the subclavian vein. A 10x40x75 epic vascular stent was advanced for treatment. However, while initiating deployment, the yellow locking tab broke. The physician was not able to turn the thumbwheel thus the stent could not be deployed. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed stent partial deployment.